Event description:
The customer reported high blood glucose. Customer's blood glucose was 83 mg/dl. Customer also reported that the insulin pump had scratched screen. Customer's blood glucose was 268 mg/dl and treated with manual bolus. Troubleshooting was done for high blood glucose. During the troubleshooting there was motor error alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.